Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned yet.

Event description:
The customer reported to vyaire medical that the 3100a ventilator had a mechanical failure. The unit started chirping,the pressure slowly dropped and the unit stopped oscillating. The unit could not be restarted. The issue occurred during patient-use and the patient was manually bagged before being transferred to another vent. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, replacing the driver and 6k p.m. Kit parts (pr5, pr2, pr3 fan filter, air and o2 inlet filter). Power supply, pneumatics, and alarm function checks were performed, as well as calibrations of the pressure transducer, ddi, and driver controller board. The final test passed, as well as the patient circuit calibration and performance check. The unit was then returned to the patient for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.